Manufacturer narrative:
The information provided in product code and common device name were incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a no delivery alarm. They had a high blood glucose level of 433 mg/dl while driving, so they drove himself to the emergency room. The customer's current blood glucose level was 479 mg/dl. They had been treating their high blood glucose with a bolus from the insulin pump. The customer stated they were currently still in the emergency room. They declined troubleshooting. The device will not be returned or analysis.